Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove one or more of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), uterine perforation ('perforation (other)') and genital haemorrhage ('heavy abnormal bleeding') in a 30-year-old female patient who had essure (batch no. B30421, c03091) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included multivitamins, calcium (multivitamins + calcium) since 2009. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), hypersensitivity ("allergic or hypersensitivity reaction: type"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss."). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy unilateral oophorectomy and hysterectomy (full) with bilateral salpingectomy, unilateral oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine perforation, genital haemorrhage, abdominal pain, abdominal pain lower, dysmenorrhoea, vulvovaginal pain, allergy to metals, hypersensitivity, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: most of the symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion.. Diagnostic results: patient undergo hysterosalpingogram (hsg). Lot numbers b30421, c03091 and exp-may-2016, dec-2016, MFR dates-may-2013, dec-2013 (respectively). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2019: pfs received: following events were added: apareunia, nickel allergy, dyspareunia (painful sexual intercourse, fatigue and hair loss. Event pt for event perforation (other) was updated as uterine perforation. Reporter information added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), perforation ("perforation (other)") and genital haemorrhage ("heavy abnormal bleeding") in a (B)(6) year-old female patient who had essure (batch no. B30421, c03091) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (to remove one or more of the essure) and surgery (hysterectomy with bilateral salpingectomy unilateral oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, perforation, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results: patient undergo hysterosalpingogram (hsg). Most recent follow-up information incorporated above includes: on 3-apr-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), perforation (other)", lot number, reporter added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), perforation ("perforation (other)") and genital haemorrhage ("heavy abnormal bleeding") in a 30-year-old female patient who had essure (batch no. B30421,c03091) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In july 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (to remove one or more of the essure) and surgery (hysterectomy with bilateral salpingectomy unilateral oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, perforation, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results: patient undergo hysterosalpingogram (hsg). Lot numbers and exp/MFR dates b30421 may2016 / may 2013 c03091 dec2016 / dec2013 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.